Event description:
One stent was successfully deployed to the distal graft but an attempt to place a second stent in the proximal graft led to dislodgement of the stent due to getting stuck on the tavr(transcatheter aortic valve replacement) strut.